Event description:
The event is reported as: the device did not function properly. It loaded double clips during a cholecystectomy. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer yet. Investigation is incomplete at the time of this report. A f/u report will be sent when completed.